Event description:
Device analysis performed on the returned spacer revealed that the spindle cap was completely sheared off from the implant body. This damage to the spacer indicates the break was due to both the deployment against resistance such as bone and not correctly attaching the inserter to the spacer.